Event description:
It was reported that this implantable pacemaker device showed a longevity lower than 3 months. The physician made a request to have data from this device analyzed. Data analysis have not been completed at this time. The device also exhibited a yellow alert for atrial arrhythmia burden (aab) and increasing pacing impedance and thresholds on the right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable pacemaker device showed a longevity lower than 3 months. The physician made a request to have data from this device analyzed. Data analysis have not been completed at this time. The device also exhibited a yellow alert for atrial arrhythmia burden (aab) and a gradual increase in pacing impedance and thresholds on the right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device appeared to show normal consumption. The device was later replaced. The device is not expected to be returned for analysis.